Event description:
It was reported that during the explant procedure, the lead tip and the ring separated from the body of the lead and remained in the subclavian vessel and the other part was thrown away.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.